Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that up and down buttons were intermittently unresponsive, not clicking, and cancelling boluses for three months. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 01/24/2014-device evaluation: the insulin pump has been returned and evaluated by product analysis on 01/13/2014 with the following findings:a visual inspection of the pump found some cosmetic damages. Investigation found no damage to the keypad. The ¿ok¿, ¿down¿ and ¿up¿ buttons responded intermittently while the contrast button responded properly. Removal of the keypad cover found contamination under all the button contacts. Unrelated to the button issue, the pump powered up to a functional verifying screen with the appropriate audible and vibratory alerts.